Event description:
A customer reported a pixel issue on their pump display, which intermittently affected their ability to interact with the pump. There was no adverse impact on the customer's blood glucose level. The customer reverted to multiple daily injections as a backup insulin therapy.